Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 5440430, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
A patient underwent a posterior spinal fusion at th10 to l3. Vertebroplasty was also performed for the treatment of the fractured th 12 vertebra. The patient's l1 vertebra was flattened due to compression fracture. Intraoperatively, the setscrew of left th11 screw could not be broken off. The incident of setscrew not being broken-off did not resolve even after the setscrew was replaced by a new product. It was described that the setscrew slipped right before it was broken off. Eventually, screw was replaced with a new one and the surgery was successfully completed. As a result of the incident, the surgical time was extended by 31 to 60 minutes. The physician considered that the incident could be attributable to cross-threading of the screw head. The physician reported that, at the time of temporary tightening, the setscrew of left th11 screw was firmly secured in place. However, the setscrew could not be broken off at the final tightening. To resolve the problem, the physician removed the th11 extender body and again tried to perform final tightening procedure with a counter. The setscrew could not be broken off again. Subsequently, the physician continued to attempt to break off the setscrew while holding the screw head using the hospital-owned pliers with the intention of prevention of the screw head outward spread. It failed again. At that time, he noticed shaving-like material present around the screw head, for which the physician considered cross-threading of the screw head as a possible cause of the incident. Th11 screw was removed following removal of left setscrews at th12 to l3 and stirring the rod to the caudal direction. An alternative screw was placed at th11 and the rod was returned back to the original position. Final tightening procedure was successfully completed without left th11 setscrew placement and tightening. The physician found it meaningless to include th11 in the final tightening procedure because the screw was too loose. The above-mentioned shaving-like material was removed from the surgical field and no fragment remained in the patient. Patient complications were reported unknown.